Event description:
It was reported that the customer received a low insulin alert. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.